Event description:
The facility's technician reported a fail code 812:04, which occurred during biomed testing. The technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.